Manufacturer narrative:
The field report of output anomalies and unexpected mode changing was not confirmed. The reported field event of output anomaly when telemetry wand was applied is consistent with the battery capacity approaching eri in conjunction with a sharp battery voltage drop from the electrocautery interference. At this stage, the capacity of the battery is significantly reduced and it¿s quite possible that the voltage level is sensitive to variations in usage as well as telemetry interrogation. These conditions can result in fluctuations of device battery voltage level, which affects the ability to maintain adequate device operation. However, functional tests performed in the laboratory were unable to reproduce the field events. Output monitoring and parameter programming noted no anomalies indicating normal device functionality. Upon receipt, the battery voltage of the solus micro ii device was at eri. Longevity calculations based on device usage determined that the battery depletion to eri was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement procedure due to normal battery depletion, pacing failure was noted on the device. Pacing failure occurred only when the telemetry wand was placed on the pace maker and patient 's heart not paced by device for few seconds. Interrogation of explanted device noted device was at eri. Exposure to radio knife during the procedure might have contributed to sharp battery depletion. Device was replaced without any adverse consequence to the patient. Patient was stable post procedure.